Manufacturer narrative:
The accutni samples were collected in glass lihep plasma tubes and centrifuged for five minutes at 5000 to 6000 rpm. Accutni qc was within the customer established ranges prior to and after the event. Per the customer supplied documentation, routine system checks were performed which failed. The customer replaced the wash buffer and reran the system check again which then passed within specification. A field service engineer (fse) was dispatched on (B)(4) 2010 and addressed multiple hardware issues. The fse replaced the external waste line, cleaned the manifold and fittings, and replaced the aspirate probe peri-pump tubing. The fse performed a routine system check and assay qc. No issues were noted. Although hardware is a likely contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated accutni results above the ami cut-off for two patients that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Subsequent testing on the original instrument and an alternate instrument produced lower results within the risk stratification range for both patients and amended reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.